Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory caused or contributed to the procedure conversion to open. As such, no product is expected to be returned for investigation related to this event. This event is being reported due to the following conclusion: the surgeon converted the da vinci-assisted procedure to open after the start of the procedure.

Event description:
It was reported that a da vinci-assisted benign hysterectomy surgical procedure was aborted/converted after the start of the case due to the patient's anatomy. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.